Manufacturer narrative:
Product event summary: the delivery catheter was returned and analyzed. Analysis found the mechanical operation of the catheter peel ing/slitting/splitting showed a spiral slit. A competitor slitter was used but not returned, therefore the condition is unknown. The spiral slitting (technique issue) was visible for the start at handle and continued until separation at 2 centimeters (from handle). The mechanical operation of the catheter was damaged as stress cracking was visible on the shaft. A visual summary analysis of the lead indicated damage during use at the procedure.

Event description:
It was reported that during the implant procedure, the physician felt the catheter slit improperly. It was noted that a competitor¿s slitter was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.